Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the implantable cardioverter defibrillator (ICD) was exhibiting post-paced t-wave oversensing. Programming changes were performed to resolve the issue. There were no patient consequences.